Event description:
A sentrant sheath was used as a conduit during an tavr procedure on (B)(6) 2026. Medtronic and non medtronic guidewires were also used during the procedure. The procedure involved a patient with porcelain aortic anatomy with near-circumferential calcium in the stj protruding into the vessel lumen. It was reported during the index procedure, after multiple techniques were attempted to advance the prosthesis, including buddy wire and buddy balloon techniques the 18fr sentrant sheath was inserted for more support at the beginning of the path and use of a snare loop to guide the system. After all these maneuvers, echocardiography detected a small, mild pericardial effusion. While attempting to advance the prosthesis over a non medtronic guide, the entire delivery stent penetrated the femoral artery but did not advance past the left thoracic stent (stj). It was observed that the entire path of the iliac artery and abdominal aorta was curved, forming an "s" shape. An abrupt drop in blood pressure occurred. Suspecting an iliac/femoral artery dissection, a contralateral injection was administered with the stent being further retracted. A vascular surgeon was called in and treated the femoral and iliac arteries with several covered stents. After treatment of the left femoral and iliac arteries, echocardiography revealed an increase in pericardial effusion and tamponade. Pericardial drainage was performed via puncture, followed by cardiac massage. Imaging confirmed an aortic dissection near the stj. After several cardiac massages and preparation of the operating room for extracorporeal circulation. Medical team decided to end attempts due to blood loss, cardiogenic shock, and absence of blood pressure. The patient expired in the operating room. The patient expired in the operating room. According to the physician, the adverse events are not related to the sentrant sheath, but rather to the patient's anatomy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to coding; h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.